Event description:
It was reported that the patient had an accident last week and she fell against the entertainment center and hit her back and ribs, which were in pain. Since then her ankle, feet and legs were swelling and she had to push to get urine out. She had a bladder infection, because she can feel the burning sensation. She has appointment with hcp (healthcare provider) the day after reported event date. Patient increase stimulation from 3.60 to 4.0. The patient's status was unknown. Additional information received by the healthcare provider reported that the patient was switched to program 4 and feels stimulation. The patient also was taught self-catheterization due to very high residual (470 milliliters). A sacral x-ray was ordered.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va078uw, implanted: (B)(6) 2013, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).